Event description:
Philips received a complaint on the avalon us transducer indicating that there was nothing audible when the arrester was attempted, no noise just complete silence. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter phone (B)(6). A philips authorized service personal (asp) evaluated the device and found that the crystals were loose in the device. No repair was possible, a replacement was provided to resolve the issue. The customer was provided a replacement transducer to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.